Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the rep was unsure about the date of the discrepancy refill and the drug that was in the pump. The rep requested this information from the refill nurse. The patient's revision had not yet been scheduled. The patient was switching insurance companies and wanted to put the procedure off until that took place.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2015, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 02-mar-2017, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that at the last pump refill(which occurred on an unknown date) 17 cc of medication was aspirated from the reservoir when the expected volume was 2 cc. The healthcare provider (hcp) attempted to perform a dye study but was unable to aspirate the catheter. It was reported that the patient had an increase in pain. The current medication in the pump was reported as 9 mg/ml of saline at an unknown dosage. There weren't any environmental/external/patient factors that may have led or contributed to the issue. The pump logs were checked and were reported to be normal. The patient will be scheduled for a catheter revision and the issue was not resolved at the time of this report. The patient was reported alive with no injury. No further complications have been reported as a result of this event.